Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline became dislodged/sank into the aneurysm. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured c3-c4 ica aneurysm with a saccular morphology. Blood flow diversion mesh implantation. Aneurysm dimensions: max diameter 24 mm and neck diameter 16 mm. Landing zone (artery size): distal 4.98 mm and proximal 3.78 mm. The patient¿s vessel tortuosity was normal. The access vessel was the femoral artery (8, 2 mm diameter). The internal carotid artery c3-c4 segment, aneurysm body: 24mm*18mm, 6f long sheath entered c1 segment under the guidance of multifunctional catheter and guidewire, and the middle catheter entered c3 segment of internal carotid artery. Under the guidance of micro-guidewire, the stent catheter slowly crossed the aneurysm to the distal end of the blood vessel. A 5.0 35 stent was in place. During the deploying of the stent, it sank into the aneurysm body and the middle catheter also fell down. During the withdrawal of the stent, the stent was dislodged in the stent catheter. No angiographic result post procedure was reported (ped was re-implanted). It was unknown if dapt (dual antiplatelet treatment) was administered. It was unknown if there were no patient symptoms or complications associated with this event. Additional information received reported multiple pipelines were not being used when movement occured.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.